Event description:
It was reported that the "patient underwent PICC placement in breast surgery one month ago. Thereafter, the catheter was maintained in PICC clinic of the hospital every week. Today, it was found during catheter maintenance that the extension tube ruptured and the patient complained of discomfort and her mental state was normal. She cooperated with treatment, but denied the contact of the PICC extension tube with sharp things."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong nxt catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed approximately midway along the extension tube. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states ¿avoid accidental device contact with sharp instruments¿. A lot history review (lhr) of rebw0691 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw0691 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "patient underwent PICC placement in breast surgery one month ago. Thereafter, the catheter was maintained in PICC clinic of the hospital every week. Today, it was found during catheter maintenance that the extension tube ruptured and the patient complained of discomfort and her mental state was normal. She cooperated with treatment, but denied the contact of the PICC extension tube with sharp things."